Manufacturer narrative:
The implicated disposable set was not available for investigation. The retain sample for the associated lot was inspected and there was no evidence of any defects observed. The manufacturing batch records for this lot were also reviewed and no anomalies were identified. All 3-spike disposable sets are 100% leak tested prior to release from belmont. No patient injury was reported. All manufacturing personnel have been made aware of this incident. We will continue to monitor for future defects of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont's sales representative received a complaint from the user facility and relayed the following report: there is a leakage above the heat exchanger where the output temp sensor is located.